Event description:
It was reported that the stylus pen was not responding with the programmer. The pen was replaced and the device was recalibrated and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.